Event description:
Vague report of the infusion pump being involved in an overinfusion. No specific clinical info was reported. No pt injury occurred. The reporter stated that the pump was evaluated by the hosp biomed. Dept. And the reported issue could not be replicated.